Manufacturer narrative:
The pump had a blank display after booting up due to faulty motherboard. The external flash crc error was isolated to the motherboard. Unable to perform the stop (idle) current test, run current test, self test, off no power test, unexpected restart error test, seat/rewind/basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or displacement test due to display anomaly.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.